Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with several grasping attempts. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. The first mitraclip xtw was implanted a2-p2 (anterior and posterior leaflet segments 2) with moderate residual mr. A second mitraclip nt was attempted but experienced ineffective grasping, the clip was removed. A third mitraclip (xtw) was introduced and implanted to the medial commissure, however, this was ineffective at reducing the mr due to a probable laceration of the anterior flap, per the physician the leaflet laceration was due to the mitraclip nt device. It was reported that there were no device issues with the mitraclip xtw. The procedure was discontinued and the mr remained unchanged. The patient will be evaluated for potential surgery. There were no adverse patient sequelae.